Event description:
It was further reported that the loss of power was due to an accidental double disconnect.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5 and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 305u227 tissue valve implanted (B)(6) 2012 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed several losses of power. The controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was not program for the pump ID, the date time and an error occurred.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller power up event with an associated motor start event logged on (B)(6) 2012 at 05:02:15. Review of the event log file revealed that the controller had not been in use prior to the controller power up, indicating that the controller power up event occurred during the initial programming of the controller and/or a controller exchange. Of note, several clock changes were logged within the analyzed period, and no pump ID setting events were recorded prior to these clock change events. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. Due to the date/time settings on the controller, the sequence of events is not able to be determined. Log file analysis also revealed two (2) controller power up events with associated motor start events logged on (B)(6) 2013 at 09:25:16 and on (B)(6) 2014 at 05:03:34, indicating losses of power to the controller. The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the second loss of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the first loss of power was not available for analysis. The controller was without power for seventeen (17) and twelve (12) seconds, respectively. Furthermore, an additional clock change event was logged, in which the controller¿s date was set to (B)(6) 2025. Analysis of the event log file revealed that the pump ID and patient ID were set on (B)(6) 2025. As a result, the reported event was confirmed. The most likely root cause of the reported losses of power event can be attributed to a disconnection of both power sources, as described in the event details, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed incorrect date/timestamp can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.